Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional evaluations could not be performed. The software files provided for investigation, where log file review confirmed the ¿system time out¿ error messages in the tibia cut screens. The log files necessary to identify the error resulting in the ¿system time out¿ error messages were not provided (naviosystem.log and xsession.log). The drill and the drill attachment were not provided for evaluation, however, either an intermittent exposure motor issue or an obstruction of the drill attachment are possible contributing factors for the ¿system time out¿ errors. Either an exposure motor issue or a drill attachment obstruction will prevent the drill¿s ability to move the carriage to the location needed when cutting, resulting in the ¿system time out¿ error. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during milling on the tibia in a cori assisted tka surgery, the surgeon received the system time out notification. The surgeon clicked the black foot pedal to continue and continue milling. The procedure was completed, with a delay of a few seconds, using the same device by followed recommended steps for the ¿system time out¿ notification. Patient was not harmed as consequence of this problem. The surgeon achieve the desired surgical outcome.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional evaluations could not be performed. The software files provided for investigation, where log file review confirmed the ¿system time out¿ error messages in the tibia cut screens. The log files necessary to identify the error resulting in the ¿system time out¿ error messages were not provided (naviosystem.log and xsession.log). Although the reported problem was not confirmed through a visual or functional evaluation, a log file review confirmed the reported error. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.